Event description:
Reportedly, on (B)(6) 2025, the touch screen became unresponsive. It is possible to zoom or de-zoom but tabs are unavailable. It is not possible to interrogate devices.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. The programmer works normally do not encounter freezes, and the touchscreen works correctly. Review of the provided files shows that multiple errors associated to the manager software occurred. The following errors are visible"driver initialization failed" / "platformenvironment launchsleepcomputer error" / "externaldevices.refreshprinterlist : failed to refresh printers". As described in the reported event, since the commands to zoom or dezoom worked correctly, the hardware is not suspected to be defective. Considering these investigation results, we can conclude that the reported event was caused by manager software modules issues. This case is retained and utilized for trend purposes. MDR correction : device update smarttouch tablet replaced by smarttouch softwares modules according to investigation results.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could have been performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, the touch screen became unresponsive. It is possible to zoom or de-zoom but tabs are unavailable. It is not possible to interrogate devices.